Manufacturer narrative:
(B)(4).

Event description:
Information received by medtronic indicated that the introduces needle fractured while in the body. Customer mentioned that sensor fell off right after insertion. Customer stated that the issue was occurred prior to insertion. Customer stated that the needle was detached. Customer reported the sensor was no longer in the body. Customer reported that they did not receive medical treatment as a result of the sensor fracturing while still in the body. The sensor will not be returned for analysis.